Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that reservoir was leaking during the filling. Customer stated that there was leak from past 2nd o ring. The customer reported that the leak was at o-rings. Troubleshooting was performed. The customer reported that the plunger was too far down the barrel. No harm requiring medical intervention was reported. The customer was advised to change the reservoir and transfer guard. The device will not be returned for analysis.